Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper and lower abdomen on (B)(6) 2023, who may have developed paradoxical hyperplasia (pah/ph) after treatment. Due to insufficient information, treatment dates and device info. Is not documented.

Event description:
Healthcare professional specified coolsculpting treatment was performed to the mid and lower abdomen areas using the cooladvantage coolcore system. Ph has been confirmed for these areas.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a4 a6 b3 b5 b7 d1 e1 h6.

Event description:
Healthcare professional specified treatment date of (B)(6) 2023 using the cooladvantage system applicators.